Manufacturer narrative:
A ge oec service representative investigated the issue and a reboot restored function. Issue could not be duplicated and this issue is addressed in the is7 remediation plan for this system. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system required 3 power cycles to boot up correctly.